Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that both o-rings on the reservoir were showing signs of leakage. Leak occurred throughout normal basal delivery. Customer stated that he experienced high blood glucose levels. Customer's blood glucose value was 138.6mg/dl. Insulin pump will not be returned for analysis.